Event description:
Promus premier china registry. It was reported that the patient experienced unstable angina pectoris. In (B)(6) 2019, the subject was presented with myocardial infarction and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 90% stenosis and was 34 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and followed by the placement of a 3.00 mm x 38 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 10%. Fifteen days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject presented with angina and was hospitalized for further treatment and evaluation. At the time of event the subject was on aspirin and clopidogrel. The subject was diagnosed with unstable angina pectoris and revascularization was recommended to treat the event. The subject was referred for coronary angiography which revealed 100% stenosis noted in proximal lad extending up to the distal lad. Percutaneous coronary intervention was performed as treatment. Post intervention, the residual stenosis was noted to be unknown %. Additionally, the event was treated medically. On the next day, the event was considered to be recovered/resolved, and the subject was discharged from hospital.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).